Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. This event is still under investigation. The device has been returned for evaluation and the investigation is currently underway. This report is being submitted, as this product is the same or similar to a device currently approved for distribution in the u.s.

Event description:
It was reported that the tip of the delivery system detached and remained in the patient. The procedure included treatment of an occluded lesion in the left popliteal artery and, at the outlet of the tibial anterior artery. Two stents were deployed in an overlapping fashion. During control angiography, it was discovered that an embolism of a radio-opaque piece of foreign mater had occurred in the dorsalis pedis artery. Upon the examination of the delivery system, it was identified that the distal tip of one of the devices was missing. The tip must have detached from the shaft during the implantation, and carried right up to the pre-existing occlusion of the dorsalis pedis artery. Therapy was performed to achieve the re-canalization of the occlusion in the dorsalis pedis; however, it was unsuccessful. Hemodynamically, this did not lead to any discernible aggravation and, the perfusion of the foot did not deteriorate through this. Therefore, the procedure was aborted and further intervention/treatment did not seem necessary. There was no injury to the patient.